Event description:
It was reported that (3) sw110 and (1) sw100 were used during a laparoscopic burch procedure. It was reported by the rep that the suture assistant failed to perform three times for different reasons. First the suture frayed and broke before a knot could be deployed. Second, the loop closed before the tissue could be approximated and the cartridge broke into two pieces. (Being returned). The third reload was fired but the knot was not secure. (This knot was cut out and will be returned.) It is unknown how the case was completed.